Event description:
It was reported that a bd safe-clip jammed during use. The following was reported by the initial reporter: "it was reported that the safe clip only clipped about 300 needles and then stopped clipping. Verbatim: consumer reported his safe clip only clipping about 300 needles and then it stopped clipping."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. According with the DHR review information, the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd safe-clip jammed during use. The following was reported by the initial reporter: "it was reported that the safe clip only clipped about 300 needles and then stopped clipping. Verbatim: consumer reported his safe clip only clipping about 300 needles and then it stopped clipping."